Event description:
Device complications: no malfunction identified, time of complication: during the procedure. Symptoms: hypotension, visual problems. While attempting to retrieve and remove the filter basket, it became entangel with the deployed stent. It was noted that the physician successfully retrieved the basket through the stent after approx 45 minutes of manipulation. No other devices were used to untrap/retrieve the devices. It was further noted that the pt experienced hypotension. The condition resolved with medication and a blood transfusion, which is considered intervention to treat a procedure related event. The pt has prolonged hospitalization for monitoring purposes.